Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. Multiple attempts were made by tandem's technical service team but further information regarding the patient and event were not acquired. Customer has resumed insulin therapy on their pump.